Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported the insulin pump had alarmed bad battery, it running out batter, and it made a funny noise. The device would run out of battery power without any warning. Customer's blood glucose was unknown. Troubleshooting was performed and it was found out this was the second occurrence the device turned off without any low battery warning. Customer was advised the device needed to be replaced and if customer choose to continue use of the device, to ensure customer monitors until the replacement arrives. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The off no power and low battery alarm functioned properly. The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.